Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, sex, weight, ethnicity and race was not provided for reporting. (B)(4). Expiration date= na. Lot number = 3089b. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported via social media that on (B)(6) 2020 she used bab sheer large bandage to cover a wound on the stomach for about 13 hours. When she removed the band aid on (B)(6) 2020 her skin was ripped off and it caused blisters, oozing, rawness, pain and swelling around areas of ripped skin. The consumer went to immediate/outpatient medical center and was prescribed steroid cream and antibiotic cream, was told to take tylenol or ibuprofen, and was given nonstick bandages with tape to treat reported medical event. The consume was still experiencing the symptoms.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on november 4, 2019. Raw material and component records were reviewed and were found acceptable. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.